Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the filled tubing and drops but the number¿s not blinking. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. (B)(4).